Manufacturer narrative:
Patient information - unknown. Occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed in the (B)(6) on (B)(6) 2021, utilizing the surelok pss pedicle screw system. When setting the lock screw in position it slipped and had no locking. Cross threading happened. The damaged pedicle screw was removed and replaced with another that was readily available in the set along with a new lock screw. The reported issue resulted in a fifteen (15) minute delay to the procedure. There was no patient injury.

Event description:
It was reported that a procedure was performed in the dominican republic on (B)(6) 2021, utilizing the surelok pss pedicle screw system. When setting the lock screw in position it slipped and had no locking. Cross threading happened. The damaged pedicle screw was removed and replaced with another that was readily available in the set along with a new lock screw. The reported issue resulted in a fifteen (15) minute delay to the procedure. There was no patient injury.

Manufacturer narrative:
H3 device evaluation - the pedicle screws tulip threads were examined with the aid of a 5x loop as well as with a microscope. It appears that the tool that creates the internal break off geometry may have removed excess material as witnessed by a scalloping of the thread on one side of the tulip. The lock screw was also viewed with the aid of a 5x loop. Marring on the od of the threads indicates the lock screw either jumped a thread or was cross threaded. Other potential causes for marring on the tulip threads exist, so imaging by quality should be performed to confirm if the subject tulip is similar to other components identified on a CAPA. If a manufacturing issue is confirmed, actions in line with the CAPA should be taken. The complaint product was lost between being shipped back to pearl from the engineer and receipt by the complaint coordinator. Unable to confirm if the subject tulip is similar to a previous issue identified on specific lots of slpl screws. The subject tulip is not from one of the lots identified as part of the previous complaint / CAPA issue. Review of device history records found twelve (12) pieces of lot 12592ps were released for distribution on 2/9/2017 with no deviation or anomalies. Two-year complaint history review (2.2.2019-2.2.2021) found this to be the only report of this nature for the slpxxxx family of surelok pedicle screws. Further review back to the date of manufacture (2.9.2017) did not find any previous reports of this nature for the reported lot number. As the exact root cause could not be determined, the need for corrective action was not indicated.